Event description:
A customer's partner reported an incident involving high readings obtained on the customer's freestyle flash meter. The customer had been obtaining high readings and was told by her health care professional to increase her insulin dose. The customer, who is 10 weeks pregnant, was found jerking while sleeping. Paramedics were called. The customer was given jam and when the paramedics arrived they administered two glucose injections. No hospitalization was required. The unit of measurement stored in the customer's meter had changed from mmol/l to mg/dl. The customer did not notice any error messages displayed, however, the date/time settings had changed.

Manufacturer narrative:
This meter was designed to allow customers to set to mmol/l or mg/dl. The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.